Event description:
It was reported that there was a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the pump as it could not be reset. The customer, who acknowledged they would receive a pump with updated software, used multiple daily injections (mdi) as a backup to ensure insulin delivery was not interrupted. Support confirmed the shipping address and provided instructions for returning the faulty pump, which the customer agreed to follow.